Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash on her back that was spreading to her arms. The patient was given an anti-itch cream from her physician. The rash has improved with the use of the anti-itch cream.